Event description:
It was reported the customer received a motor error alarm during a rewind. The customer stated they did not expose their insulin pump to a high magnetic field. The customer stated their insulin pump was not bumped or dropped. No additional information provided.

Manufacturer narrative:
Pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).